Event description:
The following is based off review of the patient's medical records and information provided davol by the patient's attorney: (B)(6) 2005 - the patient underwent an abdominal sacral colposuspension with implant of an unspecified bard/davol flat mesh due to a history of grade 3 uterine prolapse. (B)(6) 2006 - the patient allegedly underwent bowel resection and mesh removal due to a small bowel obstruction. The attorney's report alleges "pain and suffering", disability, bowel obstruction, additional surgery, bowel resection.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to patient's (B)(6) 2005 operative/procedure report only. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.